Manufacturer narrative:
(B)(4) 2015 10:37 am (gmt-5:00) added by (B)(4): the device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformity. A functional test was conducted on the dissection tip. The device was attached to a reference endoscope and viewed on an evh 50 mh endoscope system camera; there was clear visibility through the dissection tip, distortion was not observed. We were not able to visualize the reported issue during our evaluation. The reported complaint was unable to be confirmed. A lot history record review was completed for the last three lots shipped to the account a year prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, vasoview hemopro 2 kit was opened and the dissector tip was put on the end of the scope. It was then noticed to be foggy, so they tried to clear it out with a cotton swab but it just smeared the tip of the cone. When they put it back on the device, there appeared to be scratches on the side of the cone. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Device was replaced to complete the procedure, accessory kit was opened.

Manufacturer narrative:
September 03, 2015 09:41 am (gmt-4:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, vasoview hemopro 2 kit was opened and the dissector tip was put on the end of the scope. It was then noticed to be foggy, so they tried to clear it out with a cotton swab but it just smeared the tip of the cone. When they put it back on the device, there appeared to be scratches on the side of the cone. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Device was replaced to complete the procedure, accessory kit was opened.